Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was a non-electrical miscellaneous finding on the tip electrode. (B)(4) the device was returned and analyzed. Primary analysis revealed, no anomalies found.

Event description:
It was reported that the patient has dementia and kept twiddling with the device. At one of the office visits, it was determined that the lead dislodged and there was infection at the pocket site. The entire system was explanted and not replaced. No patient complications have been reported as a result of this event.